Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high sodium (na) results of 150-152 mmol/l generated by the unicel dxc 800 pro synchron chemistry analyzer. No false results were reported outside the laboratory. There was no affect to patient treatment as a result of this event.

Manufacturer narrative:
The instrument is routinely calibrated every eight hours and qc is run every four hours. A field service engineer (fse) went on-site and replaced some hardware and serviced the instrument. There were no further incidents of false high na results.